Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 15-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on the right") and device breakage ("there are still pieces of implants in the pelvis or uterus") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), inflammatory pain ("inflammatory pains"), arthralgia ("joint pains with cervical and lower back blocked"), mobility decreased ("joint pains with cervical and lower back blocked"), dyspareunia ("pain during sexual intercourse"), loss of libido ("loss of libido"), migraine ("migraines"), sinusitis ("sinusitis"), fatigue ("constant fatigue"), insomnia ("insomnia"), night sweats ("night sweatiness"), myalgia ("muscle pain"), dry eye ("dry eyes"), burnout syndrome ("burn out") and depression ("depression"). The patient was treated with surgery (to remove essure and to remove essure) and physical therapy (ostepath, physiotherapist intervened). Essure was removed in 2017. At the time of the report, the loss of libido, migraine, myalgia, dry eye, burnout syndrome and depression had not resolved. The outcomes for pelvic pain, inflammatory pain, arthralgia, mobility decreased, dyspareunia, sinusitis, fatigue, insomnia and night sweats were unknown. No causality assessment was received for essure with regard to inflammatory pain, arthralgia, pelvic pain, dyspareunia, loss of libido, migraine, sinusitis, fatigue, insomnia, night sweats, mobility decreased, myalgia, dry eye, burnout syndrome, depression or device breakage. The reporter commented: implants removed in 2017, there are still pieces of implants in the pelvis or uterus.. Symptoms still present. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2024: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 11-aug-2017. The most recent information was received on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on the right") and device breakage ("there are still pieces of implants in the pelvis or uterus") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), inflammatory pain ("inflammatory pains"), arthralgia ("joint pains with cervical and lower back blocked"), mobility decreased ("joint pains with cervical and lower back blocked"), dyspareunia ("pain during sexual intercourse"), loss of libido ("loss of libido"), migraine ("migraines"), sinusitis ("sinusitis"), fatigue ("constant fatigue"), insomnia ("insomnia"), night sweats ("night sweatiness"), myalgia ("muscle pain"), dry eye ("dry eyes"), burnout syndrome ("burn out") and depression ("depression"). The patient was treated with surgery (to remove essure and to remove essure) and physical therapy (ostepath, physiotherapist intervened). At the time of the report, the loss of libido, migraine, myalgia, dry eye, burnout syndrome and depression had not resolved. The outcomes for pelvic pain, inflammatory pain, arthralgia, mobility decreased, dyspareunia, sinusitis, fatigue, insomnia and night sweats were unknown. No causality assessment was received for essure with regard to inflammatory pain, arthralgia, pelvic pain, dyspareunia, loss of libido, migraine, sinusitis, fatigue, insomnia, night sweats, mobility decreased, myalgia, dry eye, burnout syndrome, depression or device breakage. The reporter commented: implants removed in 2017, there are still pieces of implants in the pelvis or uterus.. Symptoms still present. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: new events muscle pain, dry eyes, burnout syndrome, device breakage & depression are added. Essure removal date & surgery updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.